Event description:
End user reported that the power wheelchair is uncontrollable and as a result has caused damage to his van. End user reported an unspecified injury; it is unknown if any medical intervention was sought.